Event description:
I had medtronic spring fidelis ICD implanted in early 2007. In six months later, I was informed of a recall of these devices. My doctor monitored it and I was checked monthly. On four months later, my ICD went off two times, shocking me. I went to hospital where it was removed and a new one was implanted. I am now recovering but have the anxiety of worrying that it will go off again and recovering from surgery which is now the second time I had surgery. I am now in a situation with medical bills for this situation that are not covered by my medical plan. I feel this is very unfair that these leads were approved by the FDA only to discover that they are defective. I am very disappointed in the trust I had with the FDA in approving these devices. How do I know that new ones are okay to use?